Event description:
The following info was reported to kci by the home health nurse: on (B)(6) 2011, v.a.c. Therapy was initiated by the home health nurse. On (B)(6) 2011, the pt had an initial visit with the wound care center and during the eval, an add'l tunnel at 3 o'clock in the undermined area was found that measured 50 cm. At the distal end of the tunnel, the physician discovered alleged v.a.c. Granufoam. It was unk how long the alleged v.a.c. Granufoam had been in the pt's wound. The dressing could not be removed in the physician's office. The pt was seen by the surgeon and admitted to the hospital on the same day. On (B)(6) 2011, the surgeon removed the alleged v.a.c. Granufoam in the operating room under general anesthesia and debrided the wound. The alleged v.a.c. Granufoam was not sent to pathology and discarded. On (B)(6) 2011, the pt was discharged from the hospital in good condition.

Manufacturer narrative:
Device labeling, available in print and online, states: always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape of foam quantity label if available, and in pt's chart. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all v.a.c foam dressing pieces. V.a.c foam dressings are not bioabsorbable. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Wounds being treated with the v.a.c therapy system should be monitored on a regular basis. In a monitor, non-infected wound, v.a.c dressings should be changed every 48 hrs to 72 hrs, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Based on info provided by the health care providers, it cannot be determined that the foreign body alleged to be v.a.c granufoam was removed from the wound. The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to possible user misuse.